Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report: 20mar2020.

Event description:
It was reported that the ventilator alarms when powered up on alternate current (ac) power. There was no patient involvement. The customer troubleshot with technical support and found no error codes in the ventilator diagnostic report. The customer was advised to replace the power management (pm) board. The customer reported that replacing the pm board addressed the issue.